Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer alleged they received questionable estradiol gen2 results on their e602 analyzer. The customer was seeing estradiol quality control results jumping out 2 standard deviations and patient results were also jumping high. The customer stated they started noticing the issue after adding prolactin to the analyzer. The customer had to make about eight corrected reports. The customer provided data for eight patients, one of which had a discrepant result reported outside the laboratory. The patient's initial estradiol result was 59 pg/ml. The sample was repeated on an e601 analyzer and repeat result was 43 pg/ml. The repeat result was considered correct. There were no adverse events. The estradiol reagent lot number was 17576101 and the expiration date was 02/28/2015. The field service representative found there was a calibration range shift needed. Operational checks and quality control passed.

Manufacturer narrative:
A root cause could not be determined with the information provided. Additional data were requested but not provided. The quality control results were within range and the results were precise.